Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06889, manufacturer report no: 2015691-2022-06892, manufacturer report no: 2015691-2022-06894, manufacturer report no: 2015691-2022-06895, manufacturer report no: 2015691-2022-06896, manufacturer report no: 2015691-2022-06898, manufacturer report no: 2015691-2022-06900.

Manufacturer narrative:
The implanted valve model and size is unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, edwards sapien xt transcatheter heart valve - PMA p130009, or edwards sapien 3 transcatheter heart valve - PMA p140031. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threatening condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported cardiac tamponade events could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided (gender, age) may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: elise bakelants, ann belmans, peter verbrugghe, tom adriaenssens, steven jacobs, johan bennett, bart meuris, walter desmet, filip rega, paul herijgers, marie-christine herregods & christope l. Dubois (2018): clinical outcomes of heart-teamguided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies, acta cardiologica, doi: 10.1080/00015385.2018.1522461 https://doi.org/10.1080/00015385.2018.1522461 this is one of se manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, 'clinical outcomes of heart-team-guided treatment decisions in high-risk patients with aortic valve stenosis in a health-economic context with limited resources for transcatheter valve therapies', between march 2008 and december 2015, 405 symptomatic, high risk patients were referred to a tertiary center for evaluation for surgical aortic valve replacement (savr), transcatheter aortic valve replacement (tavr) or medical management. Of these patients, 188 patients underwent the tavr procedure by transfemoral (125 patients) or transapical (63 patients) approach with a balloon-expandable sapien, sapien xt or sapien 3 valve. During the tavr procedures, cardiac tamponade occurred in 2 patients. Information regarding the type of injury and any actions taken was not provided.